Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was replaced because it was ¿damaged.¿ the patient was unable to clarify how the ins was damaged and suggested that the manufacturer representative that was helping them with the device knew all the details. It was unknown when the ins became damaged. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and multiple back operations. Additional information was received from the manufacturer representative on 2017-jul-31. It was reported that they attempted two ins resets with the patient in (B)(6) 2017 and both were unsuccessful. The manufacturer representative stated that nothing was damaged and that the patient was relying heavily on a family member to charge their battery for them. It was reported that the patient¿s ins had been dead for six months, dating back to (B)(6) 2016. It was confirmed that the patient simply didn¿t keep the device charged. The patient decided to move forward with the ins replacement and was doing very well. No further complications were reported or anticipated.